Event description:
Per the clinic, the patient experienced infection and tissue overgrowth at the abutment site (specific date not reported). Subsequently, the patient underwent abutment replacement procedure (specific date not reported) by changing to longer abutment; however, the issue could not be resolved.